Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed, customer successfully started a sensor session, and reportedly data points were displayed. Additionally. It was reported that the cartridges "did not sit flush against the pump" however, the reported issue did not affect insulin delivery and customer was able to continue to use the pump for therapy. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge issue was verified. Based on the analysis, the alleged cgm issue could not be verified.